Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging an "error 2" with her one touch ultralink meter. The patient claimed she had developed nausea at an unspecified time before the error message began, and reportedly did not receive any treatment. No blood glucose results were reported. According to the troubleshooting performed with customer service, the "error 2" issue was not resolved. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury, and the patient did not receive any form of medical intervention. However, this complaint is being reported because the "error " issue was not resolved with troubleshooting. Replacement products were still sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.